Manufacturer narrative:
Upon receipt, the lead was found dissected at about 22 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected during the explantation procedure. The returned fragment was visually and electrically analyzed. The inspection of the insulation confirmed that the lead fragment was free of insulation breaches. The inner coil was found slightly deformed, most likely as a result of the surgery. The dc resistances of the conductor fragment were investigated and did not show any peculiarity. In summary, the ICD was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. During the analysis of the returned lead fragment, no deviations were observed which might be related to the clinical observation. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the noise. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that after an implant duration of about 19 months an artifact and an aborted shock were noted via home-monitoring. No adverse patient side effects were reported. Only the lead was explanted.